Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a lost sensor and no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. It was explained to the customer the sensor glucose vs blood glucose, calibration error and change sensor alert. The customer decline troubleshooting. The customer was advised to call helpline when issue occur to troubleshoot.